Manufacturer narrative:
Concomitant medical products: lead model # 3889-28 lot # v514033 implanted (B)(6) 2010 explanted (B)(6) 2011; extension model # 3095-10 lot # nah045450v implanted (B)(6) 2010 explanted (B)(6) 2011; programmer model # 3037 lot # njd042099n.

Event description:
It was initially reported that the patient was experiencing pain down the back of his legs with the device. Reprogramming was performed on (B)(6) 2012 and the outcome was noted as resolved without sequela. In later reporting it was noted that there was a replacement of a new lead and extension on (B)(6) 2011. If additional information is received, a follow up report will be sent.